Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The footswitch cable and handswitch cables were repositioned as a preventative measure. The system operates as intended.

Event description:
It was reported that the system inadvertently made exposures while the tech was pushing the system against the wall. There is no report of injury or death associated with the event described in this complaint.